Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was difficulty in removing the device. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that resistance was felt during removal. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A vacuum was applied to the device and the wolverine device was loaded through the recommended 5fr introducer sheath without any issues. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds using a digital timer without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per wolverine specification, the rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks. No other issues were identified during the product analysis.

Event description:
It was reported that there was difficulty in removing the device. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that resistance was felt during removal. The procedure was completed with a different device. There were no patient complications reported.